Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, during needle plunger removal, the suture "ruptures" (breaks) at the "junction (posterior tip/posterior cuff) between the suture rail and the link." The suture rupture (break) occurs "before any tension is applied on the suture and before the quick cut activation. The procedure could be completed (hemostasis was achieved) as the rupture occurred after the suture rail passed through the knot." There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.